Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, blood was noted on the helix mechanism, blood/body fluid noted on outer tubing overlay, and blood/body fluid (not obstructed) noted on distal conductor; the analyst noted that the lead was received with the lobes deployed and that the lead passed the lobe deployment test; full lead returned and analyzed.

Event description:
It was reported that after the implant of the lead and pocket closure, there was no capture observed. The lead was explanted with the lobes undeployed. Once outside the body, the lobes would not retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.